Manufacturer narrative:
The device evaluation is anticipated, a follow up report will be sent upon completion of the product evaluation. Report five of five for the same event; see previously reported: 0002184052-2016-00081, 00082, 00083 and 00084.

Event description:
The facility reported a broken driver during a posterior cervical fusion. The doctor was loosening the locking cap to adjust the rod and the final driver sheared off remaining in the closure top. It was confirmed the tip was not implanted and was removed with the closure top. The occipital plate and screw(s) was cut out. The part number for the screw(s) is unknown. It was reported that the rod was not removed; however the rod was returned. The surgery was completed by replacing the implants with a back-up driver. There was a surgical delay of an hour.

Manufacturer narrative:
The returned rod was examined. The identity is unknown since both ends of the rod were cutoff and were not returned. Therefore, a review of the manufacturing records was not possible. There was no specific complaint alleged against the rod and no failures were detected.